Event description:
Films were received and reviewed. Review of angio images from the time of implant show that the aui was implanted into the right iliac artery and an occluder was placed in the left common iliac. Completion angio showed mild stent graft narrowing in the right common iliac; however, no stent graft kinks were seen and there appeared to be good distal runoff. Review of cta's post-implant showed that the stent graft was completely occluded beginning just below the stent graft proximal margin; just below the renals. There was slight narrowing in the iliac area of the stent graft (approximately 8mm ID), but there were no kinks observed. The fem-fem bypass graft was also occluded; however, the patient's right and left legs were being perfused distal to the fem-fem via collateral arteries. The patient's limb vessels were very calcified bilaterally. The maximum aaa diameter was 8cm. The cause of the occlusion could not be determined from these films. This may have been caused by a patient condition.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion); caused by another drug/device (surgical cross over graft was occluded). Conclusion: another device caused failure (surgical cross over graft was occluded).

Manufacturer narrative:
Method: (film). Results: patient's condition affected effectiveness of device (calcified vessels bilaterally). Conclusion: device failure/lack of effectiveness related to patient condition (calcified vessels bilaterally).

Event description:
An endurant stent graft system was inserted into a patient for the endovascular treatment of a 6.7 cm abdominal aortic aneurysm appr oximately four months ago. Vessel morphology was not reported. It was reported that approximately one month ago the patient presented with bilateral ischemia and with occlusion in the stent graft. The main body limb was blocked and so was the surgical cross over graft. The physicians are planning to unblock the cross over graft and use a stent graft to bypass from the patient axilla to the femoral. No further information was provided. Please note that this model number enuf2514c150ee is not approved in the united states; however, it is similar to the enbf2513c145ee which is approved in the united states.